Event description:
The customer returned the unit to service with no specified issue. Upon triage, the service technician found that the lcd back light is faded causing the information displayed to be illegible.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the lcd back light is faded causing the information displayed to be illegible..¿ the unit was triaged and the reported condition was confirmed. The unit was checked for proper operations, battery is out dated, no power cord returned, there is corrosion on main pcb on several components, lcd back light is faded causing letters not to be legible, back housing is cracked in several spots including the hinges. Replaced all damaged/worn components and reassembled per procedure and unit passes all test per procedure. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.